Event description:
The catheter was inserted into the pt at 2 cm above elbow on (B) (6) 2008. On (B) (6) 2008, when the nurse found the catheter broken at oval disk, she withdrew the catheter.

Manufacturer narrative:
Additional info has been requested. The sample was received on 29th aug 2008 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).